Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syr 10ml ls 21x1-1/4in tw emerald had sterile breach. The following was reported, "packaged without needle cap."

Event description:
It was reported that a syr 10ml ls 21x1-1/4in tw emerald had sterile breach. The following was reported, "packaged without needle cap."

Manufacturer narrative:
Investigation summary: the DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 15a1671 until lot release. The team reviewed the customer return samples and the retention samples. The customer return sample proves that the defect reported by the customer is confirmed. Conclusion(s): the probable root cause discovered is the machine vibration which can cause the loose shield to fall of the needle during packaging. This kind of defect can be caught by the vision camera which is able to detect the defect and stop the machine. The machine is then restarted manually after the associate removes the defective product and restarts the primary packaging. The proposed corrective action is as follows: vision camera to be installed to detect the missing cap/shield during primary packaging. To be completed by may 2019. 100% training of staff to remove the defective product and restart the primary packaging.